Event description:
Pt's post-weight higher than pre-weight. There was no pt injury or medical intervention. The gambro technical services rep replaced the ultrafiltration pump thermal fuse as suspect in the incident.